Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the cuff and pilot balloon were deflated. No defects were observed. The cuff and pilot balloon were then inflated to 25mbar using a calibrated endotest and both were able to be inflated, and maintained pressure. No leakage was detected. The sample was then immersed in water and no bubbles were observed coming from the pilot balloon or cuff. Based on the investigation performed, the reported complaint could not be confirmed. Both cuff and pilot balloon were able to be inflated and deflated with no issues.

Event description:
It was reported: "hospital was using the endotracheal tube and said the cuff was not deflating when they were going to extract the ett. Additional information received: the pilot balloon was where the issue was. The connection point where the syringe and the pilot balloon meet specifically. No medical intervention was required". No patient injury or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported: "hospital was using the endotracheal tube and said the cuff was not deflating when they were going to extract the ett. Additional information received: the pilot balloon was where the issue was. The connection point where the syringe and the pilot balloon meet specifically. No medical intervention was required". No patient injury or consequence reported. Patient condition reported as "fine".